Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable pacemaker device was explanted due to suspected pocket site infection. The right ventricular (rv) and right atrial (ra) leads were also explanted in a different surgical intervention. There is no evidence that indicates this device system was replaced. No additional adverse patient effects were reported.